Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit intermittently alarmed on both channels and "eod" error was observed. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr), the alarms only happen when dramatic changes in set temperature are made. The ccps have continued to use the unit by only making gradual temperature changes, but when alarming they either wait a moment or cycle power to unit. These alarms have multiple occurrences. Once replacement valves become available, the cooler heater unit will be repaired in the field.